Event description:
It was a reported during a pneumonectomy after firing across the bronchus when the instrument was removed the surgeon observed malformed staples. The bronchus was transected. The bronchal stump was too short to fire another stapler. The rep will call back after gathering further info. The head nurse told the rep the hosp will send the device to an independent facility for testing. It will be returned to ees after that 3/10/98 the rep reported the surgeon uses the instrument often. The resident fired on the bronchus, it closed and clicked. He squeezed and fired. The blade cut, but it seemed only staples fired 1/3 of the way, and they were not formed properly. The pneumonectomy was almost complete at this time. Only the bronchus remained attached. The surgeon used a tl30 to staple across the bronchus and did a precautionary tissue flap. The rep stated the dr told him after speaking to a senior associate, they thought it may not have been a good choice of instrument to use for going across a big piece of calcified bronchus. The pt is doing fine and going home 3/11/98.

Manufacturer narrative:
Tracking #.50180. H6; damaged closing mechanism. The analysis results confirmed that the instrument was returned non-functional. The instrument was disassembled and was found to have a damaged closing mechanism. While no conclusion could be reached as to how this damage had occurred, the appropriate engineering personnel have been notified and we have documented the reported circumstances and analysis results. This complaint was originally reported as an rpo "record purpose only."